Event description:
Philips received a complaint by the customer on the v60 indicating that the device has no flow and volume reading. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips received a complaint from a clinical engineering representative indicating that the v60 ventilator stopped functioning and displayed a flow and volume failure during use. The issue was observed while the device was in clinical use; however, no patient or user injury was reported, and no alarm status was specified. Initial troubleshooting confirmed that the device presented a flow and volume error condition. The issue was communicated with the customer, and field verification was requested. Based on the available information, the potential concern involves the respiratory circuit and/or gas module; however, a definitive root cause has not yet been determined. The case has been dispatched for onsite support, where further evaluation and testing of the circuit and gas module will be performed by a field service engineer (fse). The investigation is ongoing.